Event description:
It was reported that the patient underwent an l4-5 tlif using rhbmp-2/acs. Post-op, the patient developed bone growth, chronic pain, pain, suffering, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: posterior spinal fusion, l4-5; t-lift l4-5, posterior spinal instrumentation, l4-5, local bone graft with rhbmp-2/acs, nim monitoring; for pre-op diagnosis of: spondylolisthesis with lysis defect l4-5. Patient had intractable back and leg symptoms and had failed conservative therapy. Perop notes: ".. We placed 6.5 x 40 screws. All screws stimulated well and intra-op films showed good fixation.. After this was performed we then did a series of trials and then selected 10 x 30 mm cage. This was then inserted with bone graft and rhbmp-2/acs and was gently tapped into place.. The patient tolerated procedure well.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.